Manufacturer narrative:
H.6. Investigation: bd received four (4) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for decapping with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Extra lubricant on the stoppers could be a contributor for the loose cap. H3 other text : see h.10

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was a "loose cap. The hemogard cap opens easily."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced stopper creep out or loose closure. This event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: there was a "loose cap. The hemogard cap opens easily."